Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had recorded episodes that indicated possible oversensing. The device also recorded pacing pauses and syncope during a portion of the device's reconfirmation period. The patient is pacer dependent.